Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic repair of recurrent incarcerated incisional hernia on (B)(6) 2018 and mesh was implanted during which the surgeon noted dense adhesions of the omentum up to the anterior abdominal wall which appeared to be stuck to the previously placed hernia mesh. We uncovered a hernia defect just above the upper border of the previously placed intraperitoneal hernia mesh. The mesh appeared to have pulled away from the fascia in this location. We took the adhesions down and resected the hernia sac. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/25/2019.